Event description:
It was reported that the ilet could not connect to the dexcom g7 sensor while the sensor was successfully paired to the dexcom app, consistent with intermittent communication failure between the ilet and the cgm and implicating the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure, with the antenna component implicated within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.